Event description:
According to the territory manager (tm), during a transcatheter aortic valve replacement (tavr) procedure utilizing a 26mm sapien 3 ultra valve via transfemoral approach, the esheath was slightly retracted to allow for valve alignment prior to the first bend of abdominal aortic tortuosity. Valve alignment was achieved without complication. Advancement of the delivery system required increased force due to the tortuosity, and the initial attempt was unsuccessful in navigating the aortic arch. A lunderquist wire was subsequently introduced through the pigtail catheter on the contralateral side, which facilitated successful traversal of the tortuous anatomy and passage over the arch. Significant flexing of the delivery system was observed during advancement. As the valve neared the annulus, anesthesia reported a sudden drop in the patient's blood pressure. An echocardiogram revealed no pericardial effusion, and physical examination of the groin and abdomen was unremarkable. An abdominal aortogram identified contrast extravasation near the first bend of the aorta, likely at the proximal end of the sheath. Blood products were administered. A coda balloon was deployed in an attempt to tamponade the extravasation, with prolonged inflation and intermittent aortography showing reduced leakage. Vascular surgery was consulted but deemed the patient inoperable for both surgical and endovascular repair. The patient was stabilized and transferred to the ICU. Although initially awake and responsive, the patient experienced a sudden drop in blood pressure and, despite supportive measures, was pronounced deceased approximately one hour after leaving the catheterization lab.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, significant flexing of the delivery system was observed during advancement. As the valve approached the annulus, anesthesia reported a sudden drop in the patient's blood pressure. An echocardiogram revealed no pericardial effusion, and physical examination of the groin and abdomen was unremarkable. However, an abdominal aortogram identified contrast extravasation near the first bend of the aorta, likely at the proximal end of the sheath. These findings suggest that movement of the sheath tip particularly during efforts to navigate the tortuous abdominal aortic anatomy with the commander delivery system may have been a contributing factor to the vascular injury. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.